Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had fiber optic module failure during routine check. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during a routine check, the cs300 intra aortic balloon pump (iabp) had a fiber-optic module failure issue. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse cleaned the fiber-optic sensor. All functional tests were successfully performed. The iabp was handed over to the customer in working condition.